Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost weight and experienced discomfort at ipg site. Surgery occurred during which the ipg was explanted and replaced and the ipg pocket was repositioned to address the issue.